Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the bile duct became entrapped within the jaws of the fenestrated bipolar forceps (fbf) instrument. The instrument was being used to retract the bile duct when the tissue became inadvertently caught between the instrument jaws. The bedside assistant unintentionally removed the instrument while the tissue was still being grasped. The tissue was subsequently released using the instrument release key. There was no injury to the bile duct, and no additional tissue resection was required. The procedure was successfully completed. Postoperatively, the patient expired; however, it was deemed unrelated to the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. Inspection revealed that the fbf instrument had damaged conductor wire insulation at the yaw, with exposed conductor wires but no missing material. The wires were not frayed or broken, and the instrument passed the electrical continuity test components adjacent to the damaged wire insulation do not show any damage. Additionally, a mechanical indentation was observed on one side of the yaw pulley.